Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient¿s device was explanted because the patient had a fever and oozing at one incision site. A culture was taken and the white blood cell count was extremely high. An infection was reported. It was noted that the therapy was working ¿beautifully¿ and there were no product problems.